Event description:
It was reported that a hospital resident, not trained in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, resistance was met 1-2 inches from completing step#3 (thumb advancement) and a lot of force was needed to complete the step. The clip was deployed; however, manual compression was applied for an additional 5-10 minutes to achieve hemostasis. There was no adverse pt sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, review of the device history record could not be performed.